Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was report that right atrial (ra) lead episode electrograms showed what appeared to be far field r-wave (ffrw) oversensing and oversensing noise. Atrial noise was reproduced with arm movement and pocket manipulation. Apparent failure of insulation of lead. It was suspected that there was possible silicone lead rub with right ventricular (rv) lead. Trend data showed a dramatic atrial impedance increase, then leveled off. The ra lead sensitivity was reprogrammed. The ra lead remains in use for further monitoring. It was also reported that the right ventricular (rv) lead showed what appeared to be non-physiologic artifact on ventricular high rate episodes. A high number of short v-v intervals were noted. No action was taken with the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.